Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Motor functioning properly and no excessive no delivery alarm noted.

Event description:
It was reported that the insulin pump kept alarming no delivery even after changing the infusion set. The blood glucose reading was 11.0mmol/l. It was stated that the alarm happened during bolus. Then the customer stated that he has bolused with the same infusion set and the device did not alarm no delivery. The customer did not feel comfortable and requested a replacement. The caller stated that there is something wrong with the device. The customer also experienced trouble with the carelink and hee was not able to download the java plug in. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.